Event description:
This rv lead was implanted on (B)(6)1997 and remains implanted at this time. A call placed to technical services on (B)(6)2016 noted that ther was low r-wave less than 3mv going back for 1 year. There was no information about the physician. The hospital was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).